Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test and a no delivery alarm. Blood glucose level at the time of the incident was 476 mg/dl, which was treated with manual injection. The customer was able to clear the failed battery test during troubleshooting. The insulin pump was not replaced or returned for analysis.